Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were no por events observed in the black box history. The battery compartment was found to be intact; no cracks or damage was observed. No evidence of moisture was found inside the battery compartment. The returned battery and cartridge cap were used to complete the investigation. The battery cap contact height and width measurements were found to be within the required specifications. The battery cap secured to the pump and maintained electrical connection. The battery cap was unscrewed half a turn with no power loss occurring. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The reported ¿no power¿ issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.